Manufacturer narrative:
Batch review performed on 28 december 2017 lot 172817: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 2022-06-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 23 days after primary due to infection. Three cultures returned positive for pasteurella penicillin resistent. Anamnesis revialed that the patient is use to sleep with her dog in her bed. After being diagnosed with acute postoperative infection, she was operated on (B)(6) 2017 for irrigation and débridement and liner exchange.